Event description:
It was reported that the patient had the artificial urinary sphincter removed due fluid loss from a hole in the fold in the cuff resulting in incontinence. The patient was using 4-5 pads per day. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.